Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2012. The device recorded 5 nonsensical manual self tests during this period. On (B)(6) 2012 the device failed a self test due to a low battery. The problem with the device issuing a low battery and status indicator flashing green was caused by the failure of the battery terminal pogo-pins. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing green and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.